Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the patient was showing pre-admitted status on the server. A technical support specialist (tss) checked the patient sample in the server database and verified that es received a preadmit message for this patient. No admit message was found, and the patient had already been discharged. The messages received were preadmit, update, transfer, and discharged. The tss confirmed that the station was not configured to show preadmission. The tss informed the user that the patients discharge but indicated that no admit messages were received because the admit message was sent to an incorrect location. The user inquired about how cerner would correctly send the a01 message in the future to ensure proper interfacing with pyxis. It was communicated that guidance regarding cerner message configuration would need to be provided by the appropriate cerner team. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ es server, one patient was showing a preadmitted status on the server. The patient existed in the pis system but was not populating in the es cabinet. The customer reported that the hl7 message was not triggering to update the patient status to admitted. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.